Event description:
Post deployment of transcatheter aortic valve, upon removal of the valve delivery catheter from the pt's r femoral artery, the arterial access sheath split down in sheath and was inadvertently removed at the time the delivery catheter was being removed. Manual pressure was immediately applied and artery was closed with perclose suture.